Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: a review of the pump¿s black box showed ¿pump not primed¿ warning with low non-zero force. During testing, the pump completed the rewind, load cartridge, and prime steps with no alarms. The pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The pump case was removed and the force sensor circuit was found. The complaint of a loss of prime issue was shown in the pump history but was not duplicated during investigation.